Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display screen blanked out when tapped or rotated, and it was attributed to a loose connection from the low voltage differential signal (lvds) to the screen and therefore the lvds board connection was reseated. Analysis also found the radiofrequency head connector of the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated, and that the system fan was noisy and it was therefore replaced. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the display screen of the programmer blanked out when tapped or rotated. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.